Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp sensor was inserted and the patient was under monitoring. However, suddenly the sensor could not measure any score and the display showed zeroing error. It was verified that the express and the cable had no issue. Therefore the basic kit was removed from the patient¿s body. No further information was provided by hospital.

Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The catheter was evaluated and the following observations noted. There was no visible damage to the sensor. The sensor balance is unstable and light sensitive, cannot be adjusted. No further testing is possible. A review of quality records was conducted and prior to distribution. This device met all manufacturing and quality testing inspection specifications. Based on the results of the evaluations, the complaint has been confirmed and the root cause is stated to be use related. The sensor ohms are in spec, but he balance cannot be adjusted. This anomaly could possibly be attributed to eds exposure. No further investigation or corrective action is anticipated.